Manufacturer narrative:
Per the clinic, the patient experienced an infection at the site of wound dehiscence. Subsequently, the patient was hospitalised and was treated with oral, IV and topical antibiotics (specific date and duration not reported). This report is submitted on august 29, 2023.

Manufacturer narrative:
This report is submitted on august 01, 2023.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to wound dehiscence at the implant site. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.